Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had lost some weight over the past couple of months and their ins had become easy to feel as it sticks out now. It was reported that the patient started experiencing symptoms about 2 weeks ago and they had been getting worse every day. The symptoms were: feeling shaky all the time, disoriented, out of it, not thinking straight, having a hard time concentrating or talking. They also stated that their vision had been strange, their neck, ears, and ¿stuff¿ had been very clogged up, and their neck was very shaky. It was noted that the being clogged was probably because they were very tense. It was also reported that they had been very sore up and down their spine; they had a lot of pain coming from their lower back, all over up and down their back. The patient had been going to the ER for the past couple of weeks, a couple of times, because they had not been feeling right; they were trying to explain how they were feeling. The healthcare professionals had been checking them for possible sinus infections, headaches, and different things, but they had not been able to find anything, and did not know what was going on. They put the patient on antibiotics thinking they might be sick because there was a cold going around, but nothing was helping them. The patient saw an internist on (B)(6) 2017 who felt their back and said their whole back was just spasming, all their muscles and ¿stuff.¿ the healthcare provider said, ¿you need to calm down,¿ but the patient stated that they cannot calm down. The patient thought of their device, and thinks it might be related because of the weird feeling; their ¿ass area¿ is very uncomfortable, they have a shaky feeling coming from there and it is making them not be able to function. It was noted that their healthcare provider did not tell them that their symptoms could be related to the device. The patient stated that there was ¿a needle going into their sacrum and what if that had moved; they know how they feel and how they did not feel a while ago.¿ they also stated that they wanted to rip their device out. Troubleshooting had already included turning stimulation off, but their symptoms were still there. It was recommended that they follow up with their healthcare provider to diagnose their symptoms. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.